Event description:
During a lower extremity angiogram/angioplasty, the emboshield nav6 radiopaque wire tip became lodged in the vessel. Wire tip became detached and was sitting in the distal tibial artery. Multiple attempts were made to snare and retrieve the wire tip unsuccessfully. Wire tip was unintentionally retained.